Event description:
The pt was enrolled in the program in 2004. Target lesion 1 (9 mm long) was identified in the prox cx with 99% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.75 x 12 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day on plavix and asa. The pt was admitted four days later (5 days post enrollment) s/p acute ischemic stroke with decreased mental status and subsequent comatose state. The pt had questionable seizure activity which resolved with ativan. The pt was transferred to inpatient hospice the 3rd day and received ongoing symptom management. The pt expired two days later (10 days post) enrollment). Cause of death noted as acute ischemic stroke. No autopsy was performed.

Event description:
Clinical study: it was reported that 10 days after a coronary drug eluting stenting treatment procedure, the pt expired. In 2004 the pt presented to the cath lab. The lesion being treated was a 2.75 mm, 99%, moderate calcified, mildly tortuous, proximal circumflex (cx) artery lesion. The pt was administered an IV 2b3a agent and oral plavix and asa. The lesion was not predilated. The physician placed the taxus express2 8.8% 2.75 x 12 mm drug eluting stent without incident. The stent was post dilated. The pt was discharged the next day on asa and plavix. Ten days later it was reported that the pt expired. No autopsy was performed. The cause of death is listed as "stroke." In the opinion of the physician there was no involvement of the target vessel with this event.